Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1623901) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following deployment of the mynx ace vascular closure device, the sealant was stuck to the bottom of the tamp tube. Prior to use, the device was stored according to the IFU (temperature less than 25 degrees c). The mynx device was being used for femoral vascular closure following an interventional peripheral procedure. It was reported that the user did not over-tamp. Following sealant deployment, button 3 was slid back and pressure was held down on the groin. The device was then removed, at which point it was noted that all of the sealant, except the grip tip was sticking to the distal end of the tamp tube. Manual pressure was held for 10 minutes to achieve hemostasis. The patient was not hospitalized for the event. There was no patient injury reported.

Manufacturer narrative:
Product analysis was received. Visual inspection of the received device showed that button #1 was not visible and button #2 was depressed completely, but button #3 was not fully retracted nor was the balloon. The sealant was returned separately without the grip tip. The condition of the returned device indicates an incomplete retraction of button #3/balloon which may have caused the sealant to be dislodged during the removal of the device. During investigation, button #3/balloon were fully retracted without issue. The returned device was inspected for anomalies that may have prevented the button #3/balloon from fully being retracted. No anomalies were observed. Based on information provided and the investigation performed, the reported event was caused by an incomplete retraction of button #3, which may have contributed to the sealant stuck to device components and being dislodged from the vessel wall during withdrawal of the device. It should be noted that if the balloon which is located right at the distal tip of the advancer tube is not completely deflated and/or the device is not realigned with the tissue tract prior to being retracted into the advancer tube, the balloon could drag a portion of the sealant into the advancer tube, potentially dislodging the sealant from above the arteriotomy during the removal of the device. However, it is unknown why button #3 and/or the balloon could not be fully retracted. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU).